Event description:
An end user called in to report one (1) month ago they developed an ulcerated area at 3 and 9 o' clock positions around their stoma.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user stated they measured their stoma and there no change in size, and they also stated they did have a recent weight loss. The end user went on to state they use an adhesive remover wipe, wash with a vinegar solution and water, then apply a protective barrier wipe, they allow the area to dry and apply the wafer. The end user stated they have tried using stomahesive paste, stomahesive powder and eakin and there was no improvement. The end user also stated they will see a wound ostomy care nurse soon. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(4) 2013.